Manufacturer narrative:
Reassessment of the reported event determined that this device did not cause or contribute to the previously reported malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was identified to be fractured after sterilization. No adverse consequences were reported as a result of this malfunction.